Manufacturer narrative:
(B)(4). The failed valve is not manufactured by covidien. The valve failure is being addressed in a supplier corrective action (scar) issued to the valve manufacturer.

Manufacturer narrative:
(B)(4).

Event description:
It was reported that cannula could not be inflated during pre use testing. There was no patient involved